Manufacturer narrative:
(B)(4). D9: 31-473601 item name universal inserter/extractor lot# 258860 31-473601 item name universal inserter/extractor lot # zb171103 multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02797 0001825034 - 2023 - 02798 the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : device location is unknown.

Event description:
It was reported that the threads on the biomet extractor were damaged when extracting the femoral stem. There is no additional information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as only two devices were involved in this event, not three. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as only two devices were involved in this complaint, not three. The initial report was forwarded in error and should be voided.